Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 193, 104, 185, and 162 mg/dl. Tests were done less than 10 minutes apart. No further information has been reported.